Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false positive troponin (tni) on seven patients using triage profiler sob compared to a lab analyzer, centaur. Customer dosed a large volume of sob testing in the emergency department (ed). The site uses a 0.07 cut-off for positive troponin. All seven patients presented to ed with chest pain. (Data provided for six patients only). The protocol at the site is to admit patients if tni is positive. After admission, a heparin sample was run on the lab analyzer and tni results were all negative.